Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the MRI low-profile implantable port and groshong catheter products that are cleared in the us. The pro code for the MRI low-profile implantable port and groshong catheter products is identified. The lot number for the device was provided and a lot history review was performed. The sample was returned to the manufacturer for inspection/evaluation and the investigation is inconclusive for the aspiration issue. The definitive root cause is unknown. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that the model 0603870c implantable port catheter allegedly experienced a suction problem. This information was received from one source. The malfunction involved patient with no known impact to the patient. The patient's age, sex and weight were unknown.